Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient who performs therapy on a homechoice device, ¿coded¿. It was unknown if the patient was connected to the device or performing therapy at the time of the event. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues related to the reported event were noted. Internal visual inspection revealed connections were correct and secure, no evidence of moisture or pest infestation, and no internal part damage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite) which includes functional and electrical testing of the device. The device passed the homechoice rite electrical safety test. The device failed rite functional test for fluid volume accuracy confirmation testing. The cause for the failure was determined to be deteriorated piston foam. The sample analysis was performed and the device was found to meet specifications for the reported problem. There was no device malfunction found that could have caused or contributed to the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.